Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side "rupture and line/crease on implant". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture and line/crease on implant". Device remains implanted.

Event description:
Patient reported for left side "their breast is hard, painful and had rippling", "possibly have capsular contracture grade unknown", "worry and anxiety due to recall" and their implant were "affecting their mental health with bipolar, adhd, ptsd", "no rupture and implants had changed shape". Also reported "lost weight" which is not related to the device. The device remains implanted. Healthcare professional reported "implants are not ruptured, and they have no intention of operating on this patient".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported left side "rupture and line/crease on implant". Patient reported for left side "their breast is hard, painful and had rippling", "possibly have capsular contracture grade unknown", "worry and anxiety due to recall" and their implant were "affecting their mental health with bipolar, adhd, ptsd", "no rupture and implants had changed shape". Also reported "lost weight" which is not related to the device. The device remains implanted. Healthcare professional reported "implants are not ruptured, and they have no intention of operating on this patient". Device remains implanted.

Event description:
Patient has reported their breast is hard, painful and had "rippling". They report they "possibly have capsular contracture" and their implant were "affecting their mental health with bipolar, adhd, ptsd" resulting in lost weight. They have indicated they wish their implants to be removed. The patient has a family history of cancer. Patient later reported "there going down & 1 is hard & my nipples are not the same my nipples have gone in". The device remains implanted. This relates to the left side. Upon further review, abbvie has determined that the event of rupture did not occur and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7.